Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent corneal transplant on an unknown date and suture was used. The patient returned to the outpatient clinic for possible allergic reaction to suture. Patch test was positive and skin biopsy showed perivascular inflammation with abundant lymphocytes. No additional information can be provided.